Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a r-pilot broke during use. The outcome of the event is unknown as of this MDR evaluation. The customer will try to remove the file.

Manufacturer narrative:
The involved file is actually broken in the active part (fatigue+torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review. Root causes are not identified. This kind of event is tracked and we monitor the trend. Additional information was received indicating that no injury resulted.